Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence. No leak were found in the device, but the balloon was removed and replaced with a new one with higher pressure. There were no additional patient complications reported.